Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and a21 error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no off no power alert noted. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin experienced a "off no power" alert. The customer stated that they had been having battery issues for a couple of weeks and now the insulin pump has totally stopped working. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. The customer stated this is the second occurrence of the " off no power" alert. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be replaced due to the "off no power". The insulin pump will be returned for analysis.